Manufacturer narrative:
S/w version unknown. Retainer ring = black. Insulin pump case = ngp. Customer returned insulin pump for an alleged multiple insulin pump error, and keypad unresponsive/button error alarm found on october 09, 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and keypad voltage test due to critical pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found dried insulin in the motor slide and moisture damage on electrical board. Force sensor, motor, and harness vibrator assembly. Successfully downloaded history files and traces using thump. Insulin pump error alarm was found in the history files on the event date at 10:01:00.00. Pump error 40 alarm due to moisture damage. Multiple insulin pump error 43, were found in the history files on the event date at 00:28:13.00, 00:29:17.00, and 00:27:26.00 due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case. Critical pump error (open book image) alarm confirmed due to insulin pump error. Insulin pump error alarm confirmed in the history files due to moisture damage. Multiple insulin pump error confirmed in the history files due to moisture damage and dried insulin in the motor slide. Unable to confirm keypad unresponsive/button error alarm due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a motor safety circuit failed test and an error in the motor was detected by reading unexpected value from hall sensor. Troubleshooting was performed and the alarms were not cleared. It is also indicated that the numbers were ramping/scroll bar moving in the insulin pump without input from the user. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue using the insulin pump.